Event description:
Based upon the allegations of the (B)(6), the following was reported: per (B)(6), (B)(6), "(B)(6) was injured requiring medical treatment to her right shoulder ("underlying injury")". "Thereafter, (B)(6) began receiving treatment of the underlying injury from a qualified medical provider. " "on or about (B)(6) 2009, (B)(6) was prescribed the use of a ctu as part of the treatment for the underlying injury." "On or about (B)(6) 2009 ("date of first use"), (B)(6) began using the ctu. Since ending the use of ctu, (B)(6) discovered that the ctu caused the complained of personal injuries. (B)(6) first suspected the injuries were caused by the ctu on or after (B)(6) 2010 ("discovery date")". The date (B)(6) saw a television advertisement discussing the possible connection between similar injuries and the complained of ctu." "(B)(6) has suffered: pain, suffering, and inconvenience" disfigurement "physical impairment". The allegations of the complaint are unverified.